Event description:
Had essure device implanted (B)(6) 2013 in a doctor's office. She implanted knowing I have lupus and history of endometriosis and blocked tube. Day she implanted was taken to e.r. By her. Now I have a essure coil bunched up and broken into uterine wall on left tube. Hair falling out, weight gain, depression, numbness hands and feet.